Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient reported that they experienced multiple episodes of syncope, which they believed to be related to the pacemaker. Further information was not available.